Manufacturer narrative:
The 1-level plate assembly (pn: 19-0126 ln: e19) was returned for investigation. The plate was returned with 3 screws. Attempts made to gather additional information and inquire about the 4th screw were unsuccessful. The edges of the locking plate that broke off are deformed, likely from contacting the head of the screws. The screw heads also show deformation. The locking tab likely failed because of ductile overload and ductile shear overload on the screw. The locking tab was likely subjected to overload by leaving the screws proud causing the locking tab to stress at fillet which is weaker cross section of the design. A review of the product DHR showed that all inspections met design specifications. A review of the ncmr databases did not reveal any nonconformances related to this investigation.

Event description:
It was reported that a female patient had acdf on (B)(6) 2023. A planned revision acdf c6/7 was performed on the patient on (B)(6) 2024. On (B)(6) 2024 the patient had a removal of the cetra plate due to it becoming loose from the (B)(6) 2024 surgery. It was reported that upon removal the c6 locking mechanism was sheered off.

Manufacturer narrative:
Product has not returned for investigation.

Event description:
It was reported that a female patient had acdf (B)(6) 2023. A planned revision acdf c6/7 was performed on the patient (B)(6) 2024. On (B)(6) 2024 the patient had a removal of the cetra plate due to it becoming loose from the (B)(6) 2024 surgery. It was reported that upon removal the c6 locking mechanism was sheered off.